Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was connected to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. The advancer knob switch was in the backwards position when received and experienced resistance when attempting to move into the forward position. The housings were disconnected, and it was revealed the coil was kinked, stretched, and broken at the burr handshake connection. The knob switch was able to move back and forth with no resistance while the housings were disconnected. Product analysis confirmed the reported events, as the kinked, stretched, and broken coil caused resistance when attempting to move the advancer knob forward.

Event description:
It was reported the procedure was cancelled/rescheduled. A rotapro 1.50mm was selected for use. Post patient sedation the rotapro 1.50mm advancer knob did not have smooth movement. The procedure was cancelled/rescheduled. No patient complications were reported.

Event description:
It was reported the procedure was cancelled/rescheduled. A rotapro 1.50mm was selected for use. Post patient sedation the rotapro 1.50mm advancer knob did not have smooth movement. The procedure was cancelled/rescheduled. No patient complications were reported.